Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with bradycardia. It was also reported that the device had reached end of life (eol) three weeks after a device check found the battery status to be acceptable. Additionally, the device had failed to provide notification when it reached the elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.